Event description:
Procedure type: intestinal transit reconstruction. According to the reporter: on (B)(6), 2011, during a intestinal transit reconstruction using the circular stapler, there was a failure of the device. The anvil reclined and the device did not staple. The distributor was informed and brought new stapler, but it failed again: there was no expulsion of the staples at the time of "firing" and therefore, there was no stapling of the tissue. By the late hour, prolonged the surgical time and technically difficult to perform manual suture with a high risk of fistula, we decided to close the rectal stump and promote new colostomy.

Manufacturer narrative:
(B)(4).